Event description:
Olympus resection sheath a22041a: ceramic tip cracked, came off sheath during procedure. Sheath tip and sheath tip fragment had to be retrieved from bladder (surgeon was able to do this via cystoscope at the time the tip failure was noted during the procedure). FDA safety report ID# (B)(4).